Event description:
Related manufacturer reference number: 2017865-2023-14273 it was reported that the patient presented in clinic for routine interrogation. It was found that the patient's right ventricular lead exhibited high, out of range pacing impedance and their atrial lead exhibited loss of capture and noise. X-ray was performed and found that the patient's leads were both damaged due to clavicular crush. Both leads were capped and replaced on (B)(6) 2023. The patient was stable.